Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, there was a fluid leakage at the catheter end near the titanium joint due to a hole found in it. It was mentioned that occurrence place was in sickroom during use. Saline solution was the cleaning agent used on the device and used to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. There was nothing unusual observed on the device prior to use and there were no other products utilized with the device. Flushing was not performed. After the issue, the defective catheter was replaced with a new one to resolve the issue. While the reporter did not mention the titanium joint was changed and the hole areas was cut. After replacement, treatment continued. There was no blood loss and blood transfusion was not required. There was no intervention/medical treatment required as the result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a large cut near the titanium joint. It was reported that the catheter shaft had a hole and leak. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during treatment, there was a fluid leakage at the catheter end near the titanium joint due to a hole found in it. It was mentioned that the occurrence place was in the sickroom during use. Saline solution was the cleaning agent used on the device and used to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. There was nothing unusual observed on the device prior to use, and there were no other products utilized with the device. Flushing was not performed. No new catheter was used; the titanium joint was not changed, and only the areas with holes were cut. After replacement, treatment was continued. There was no blood loss, and blood transfusion was not required. There was no intervention/medical treatment required as the result of the event. There was no reported patient injury.